Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was in the hospital with covid-19 and while recovering in the hospital, it was determined that they had an implanted defibrillator system. The patient was indicated to have not had a device follow-up check in a very long time. The device was attempted to be interrogated but the interrogation was unsuccessful as the device battery was fully depleted. After the patient no longer tested positive for covid-19, they were brought into the catheterization laboratory for a device replacement procedure. During this procedure, this right atrial (ra) lead was found to exhibit loss of capture with no asystole observed, high pacing thresholds, pacing not delivered when required and low amplitude and poor morphology. As a result, the ra lead was surgically abandoned and replaced during the device replacement procedure. There were no additional adverse patient effects.